Manufacturer narrative:
Conclusions: device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Rptr indicated a vns therapy pt presented with high impedance. The pt underwent vns therapy system replacement surgery. The explanted products have been returned to the manufacturer and are pending product analysis. Good faith attempts to obtain additional information have been unsuccessful to date.